Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing "er5" issues when attempting to test his blood and control solution while using his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issues with the subject meter began on (B)(6) 2012, at 4 am. Due to the alleged issues, at 4 am, he reportedly had food and drink. Since he was unable to test with the subject meter, at 4:15 am, he checked his blood glucose with another meter, where he obtained a glucose result of "229 mg/dl". The patient claimed that before the alleged issue started he had already felt thirsty. He stated that he manages his diabetes with humalog (pump therapy) and due to the alleged glucose result from his other meter, at 4:30 am he self treated with 5u of insulin. During the initial call with customer service, the agent noted that the patient was using the correct testing procedure, good unexpired test strips and the sample was drawn in successfully. Replacement products were sent to the patient. This complaint is being ruled out as a reportable event due to the following conclusion(s): although the patient self treated, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. In addition, there was no evidence that the product malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.